Event description:
The patient reported that on two separate occasions, the cartridge leaked into the cartridge compartment. The patient stated that the first time was soon after he received the pump, and the second time was the evening of (B)(6) 2012. The patient stated that he discontinued insulin pump therapy after noticing the leak on (B)(6) 2012 and has been using insulin pens. The patient stated that his blood glucose (bg) was 240 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged cartridge leaks, as a leaking cartridge can lead to under-delivery of insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. Leak and fill tests were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.